Event description:
Reported due to stent movement on the balloon delivery system. The physician attempted to place a second wavemax stent in the left renal artery to treat a stenosed and calcified artery. One wavemax stent was already placed in the left renal artery. Predilation was performed. The "target location" could not be reached. The physician attempted to pull the entire delivery system through the 6fr. Introducer sheath and the stent partially slipped off the balloon. The stent was retrieved with a snare and removed without an adverse pt event. A cordis genesis stent was subsequently used to treat the lesion. Although requested, no additional info was received.